Event description:
It was reported that the patient's right atrium (ra) lead became dislodged and would not stay affixed. It was further reported that the patient experienced a hematoma. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: a2dr01 ipg implanted: 2014-(B)(6). (B)(4).